Event description:
It was reported that t:slim x2 pump battery would not charge and pump screen remained dark, leading to pump shutdown and inability to turn pump back on. Customer experienced high blood glucose levels between 399 and 563 mg/dl due to the issue but did not require assistance from a third party. Customer used correction injections with multiple daily injections to address high blood glucose, was instructed on battery best practices, and was provided with a replacement pump, with arrangements made for return of problematic pump and setup of new pump; no additional information was received regarding any further outcome.